Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions and solidified blood was evident on the outside of the balloon. Crimp markings were less evident on the balloon wall. Crimp markings are less pronounced on the balloon wall if a balloon has experienced positive pressure. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed no signs of damage. A visual and tactile examination found damage to the midshaft which was twisted along its length. This type of damage is likely to have been caused by excessive tensile forces being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-april-2016. It was reported that crossing difficulties was encountered. The 85% stenosed, 30mm x 3.5mm target lesion was located in the moderately tortuous and severely calcified left main (lm) coronary artery. A 4.00x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed an the procedure was completed with a different device. No patient complications were reported and the patients status was stable. However, returned device analysis revealed stent detachment/separation.